Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with the starclose device after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed without vessel damage after several attempts with the safety release button, enlargement of the skin, traction, and inclination of the device. The starclose clip achieved hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.